Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products and therapy dates: non depuy synthes perforator device, handpiece device, craniotome attachment devices, attachment devices; (B)(6) 2022. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that a non depuy synthes perforator device did not stop spinning as intended and subsequently hit the dura of the patient while making the burr hole. It was reported that the perforator device was being used with a perforator driver (compact speed reducer) device at the time of the event. There was no allegation of malfunction against the speed reducer device. It was further reported that a complete set was used during the surgery which included two craniotome attachment devices, a handpiece device and two attachment devices. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There was no medical intervention or reports of prolonged hospitalization. The exact date of this event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation the device was functionally tested and it was found that the devices passed all functional assessments and had only cosmetic damage. The complaint could not be duplicated. Therefore, the reported condition was not confirmed. The assignable root cause could not be determined.